Manufacturer narrative:
Correction made to b5: during follow up with the customer, it was clarified that the patient line was pulled up when priming but still had the solution squirt. The exit of sterile priming fluid from the vented-capped end, or, the uncapped end, of the patient line will not cause or contribute to harm. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.